Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has missing display label stickers. There was no patient involvement.

Manufacturer narrative:
Complaint is being cancelled as it was opened in error. The complaint was related to a routine preventative maintenance. Revert all section to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Event description:
N/a.